Manufacturer narrative:
Complaint (B)(4). G2: foreign source: japan. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It is reported that after an initial procedure, that during an outpatient visit it was confirmed that the screw backout. There has been no reported intervention to date.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information and/or corrected information. Corrected: h6 clinical code. Reported event was unable to be confirmed due to limited information received from the customer and product was not returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Attempts have been made to gather all product identification information, and no further information has been provided. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.